Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was failed back surgery syndrome and non-malignant pain. The patient reported that they were having issues with their communicator charging and the issue began today. The patient stated they plugged the communicator in to charge, and the indicator light came on telling them they needed to charge but when they plugged it in no light showed up. The patient did not recall the last time they charged the device. A replacement communicator was requested from the repair department due to the communicator would not charge.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0; lot/serial#: (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0; serial/lot #: (B)(6), ubd: 21-may-2021, UDI#: (B)(4). H3. Analysis found micro usb charge port is loose, device will not power on after 1.5 hours, and tm90 recharging circuitry is damage (l3), and unusual detail inside the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.